Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the sensor patch and no issues were observed. Data extraction was successful. A watermark was observed at the base of the tail indicating the sensor was properly inserted. The sensor was sent for further investigation and de-cased. No issues were observed upon visual inspection of the pcba (printed circuit board assembly). The returned battery was measured and was found to be within specification. The sensor was placed into test fixture to perform testing and all results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving higher readings from the adc device compared to a competitor brand meter. The customer experienced a loss of consciousness and seizure, however, no third-party intervention was reported. No additional information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported receiving higher readings from the adc device compared to a competitor brand meter. The customer experienced a loss of consciousness and seizure, however, no third-party intervention was reported. No additional information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.